Event description:
The following info was reported: after the balloon was inflated, during pull back the balloon pulled through the arteriotomy and the entire system came out. Manual pressure was applied and hemostasis was achieved in 20 minutes. The pt was discharged from the hosp the same day. Procedure: coronary. Stick location: common femoral artery. Vessel size: 7mm.

Manufacturer narrative:
The device was returned with a non-aci syringe (no vacuum lock feature) attached to the device. All buttons remained in the manufactured positions. The device as received had a balloon with a severely inverted tip and the balloon was partially inflated. The inverted balloon indicated that significant tension was applied during pull back. The balloon was verified in a go/no go gauge to be within the 5.75 - 6.15 spec. The review of the lhr (lot f1405901) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause of the balloon pull through may have been excessive tension applied to be device.